Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, frequency and route not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.